Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12235. It was reported the pt was not receiving stimulation coverage in his feet. The sjm representative met with the pt for reprogramming. It was reported one of the leads could not be used due to unwanted stimulation. The physician requested an x-ray. An attempt to determine the next course of action was unsuccessful. Note this pt is implanted with two lead of the same model, from two different lot numbers. Both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.